Manufacturer narrative:
Device is not being returned for evaluation therefore, no determination could be made for the reported device failure.

Event description:
The surgeon was performing an open rotator cuff repair and while suturing, one of the needles broke at its tip. The surgeon felt it would cause more damage to the patient to try and retrieve the small piece than to leave it in place. The repair was completed with this device without delay to the case. No patient injury or complication resulted.